Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Patient information requested.

Event description:
The customer reported a tidal volume and oxygen supply failure. No patient harm reported.

Manufacturer narrative:
(B)(6) 2018. The field service engineer ordered the gds for replacement to resolve this issue. No patient involvement reported.